Event description:
Per the clinic, the patient experienced poor performance with device use. An x-ray (date not reported) confirmed the electrode array was extra cochlea. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed october 9th, 2015.

Manufacturer narrative:
(B)(4). Not yet received by manufacturer.